Event description:
Upon reassessment of the reported event, it was determined to be not reportable as this component was confirmed to be a duplicate report. The event will be reported under the correct MFR number (0001032347-2022-00261); therefore, this report should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component was confirmed to be a duplicate report. The event will be reported under the correct MFR number (0001032347-2022-00261); therefore, this report should be voided.

Event description:
It was reported the patient experienced persistent jaw pain, limited mouth opening, and popping following implantation. The right temporomandibular joint implant dislocated postoperatively, requiring jaw immobilization for approximately seven weeks. Subsequently, the patient reported continuing difficulty eating and during dental visits the left side was described as functioning well. The patient was advised that another surgery to remove scar tissue behind the right implant might alleviate the issue. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.